Event description:
It was reported PICC placed to patient. Easily placed. Clave placed to purple lumen. During flushing leaking noted. PICC line changed over wire to different PICC line and lot number.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx5564 showed 20 other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported "we have had another report of leaking PICC lines, and it was with the lot you removed (refx5564) after our team was told this lot would be taken out of circulation and we would not receive it until the issue was resolved." Add info rcvd: a detailed description of the event: PICC placed to patient. Easily placed. Clave placed to purple lumen. During flushing leaking noted. PICC line changed over wire to different PICC line and lot number.